Event description:
The patient reported that her neurologist told her that the device was 'placed wrong and to go back to whomever implanted it'. The patient's husband said he tried to use the magnet a couple of days ago and 'nothing happened'. The neurologist could not interrogate the device and he thought the device looked like 'it popped up and turned'. The physician reported that these events first started right after the most recent battery change on (B)(6) 2015. The device appears to be perpendicular to the body versus lying flat in the chest. The patient's generator was able to be interrogated fine and the physician's programming system is functioning fine. The patient's device is programmed on but is at low settings of output=0.75ma and magnet output=1ma. The magnet is registering as working but the patient does not perceive the magnet stimulation. The patient knows the proper magnet swiping technique. Surgery is schedule to move the patient's generator. No patient manipulation or trauma occurred. A non-absorbable suture was used to secure the generator during the recent generator replacement. Although surgery is likely, it has not occurred to date.

Event description:
It was reported on (B)(6) 2016 that the patient went back to surgery before (B)(6) and the surgeon re-anchored the device as the anchor sutures came loose somehow. It was reported that he device is perfect now.

Manufacturer narrative:
Suspect device UDI: (B)(4). Additional manufacturer narrative and/or corrected data; corrected data: inadvertently did not include the UDI on the initial report.